Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge leaked. A cartridge change was performed resolving the issue. Additionally, the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 250 mg/dl.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge patient line leak issue could not be verified; however, a different issue was identified. Additionally the alleged cgm error issue could not be verified as the device was not returned.